Manufacturer narrative:
The approximate age of the device is 4 years and 7 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the vad coordinator suspected a short-to-shield condition. Technical services reviewed the log files and observed pump stops while the patient was connected to the mobile power unit. They recommended keeping the vad on battery power until further investigation was completed and sending x-rays of the percutaneous lead. A distal end percutaneous lead replacement was subsequently performed. After the procedure, the patient was connected to a mobile power unit with a grounded patient cable and experienced further pump stops. The patient is presently using batteries and an ungrounded cable with no further alarms. The vad team is actively working with a transplant center to get the patient listed for an alternate heart. There are currently no plans to exchange the pump. No further information was provided.

Manufacturer narrative:
The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 19 inches of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket was unremarkable. The clear bionate layer was discolored, but otherwise appeared unremarkable. Shield breakdown was throughout the length of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. No further information was provided. The manufacturer is closing the file on this event.